Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was unable to charge. It was also reported that the pocket depth had been too great for the ipg. The patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the ipg was unable to charge. It was also reported that the pocket depth had been too great for the ipg. The patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well postoperatively.